Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported they were at a doctor appointment and was laying on a table for a barium swallow test and they felt increased stimulation in their legs. Pt said when they got off the table, it stopped. Pt said the following saturday, they were standing and felt increased stimulation in their legs again. Pt said they turned off stimulation at that time and the sensation went away. Pt said they don't have a managing hcp at this time and doesn't know who to contact regarding the matter. Ps directed pt to hcp finder website and sent an email to mdt field reps for visibility. Redirected caller: patient's hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the cause of the increase stimulation in the legs was determined to be laying down on a flat cement surface. The patient turned off the stimulator from the remote which was on group c at 2.7 milliamps, and the patient turned it down to 2.0 milliamps. In regards to the issues being resolved, the patient noted that they have not felt the initial stimulation in their legs, but they have not laid down on a cement surface either. The patient reported that they had their next appointment with their physician on (B)(6) 2022.